Event description:
The customer reported to olympus that the gastrovideoscope tested positive for an unspecified number of colony forming units (cfus) of pseudomonas at the distal end. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any persons to which the scope could have been a contributory cause.

Manufacturer narrative:
The device has been returned to olympus for evaluation and the physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The olympus scope was sent to an independent laboratory for culture testing. The hygiene microbiological investigation report indicated the channels, distal end and forceps raiser of the scope were cultured and no microbial contamination was detected. The results are evaluated in accordance with the joint recommendation of the krinko and the bfarm 'requirements for hygiene in the reprocessing of medical devices' (bundesgesundheitsbl 2012 - 55:). The device evaluation found the following: due to deformation of the scope connector, water tightness was lost, due to damage on the branch joint part of the air/water tube, water tightness was lost, due to damage on the ultrasonic probe, the number of missing elements exceeds the standard value, the acoustic lens was damaged, the adhesive on the bending section cover was detached and due to wear of the angle wire, bending angle int eh "left" direction did not meet standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is received.

Manufacturer narrative:
This report is being supplemented to provide additional information based the customer provided cleaning disinfection and sanitization (cds) practices and the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer confirmed that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. Pre-cleaning was performed immediately after procedures. Water was not aspirated through the instrument/suction channel with a suction pump. It was unknown if aspiration was done with both the first and second position of the suction valve. The forceps elevator was raised and lowered three times in water during aspiration. The air/water channel and balloon channels were flushed with water and air using a maj-1444 and maj-629. The air and water channel was not flushed by using a mh-948. The device passed the leak test. The detergent used was "bodedex". The instrument/suction channel, the suction cylinder, the instrument channel port, and the balloon channel were all brushed. The forceps elevator was raised and lowered three times when submerged in the detergent solution. The forceps elevator was flushed. The distal end was brushed with the channel-opening brush or single soft brush (maj-1888). The automated endoscope reprocessor (aer) used was an "olympus edt 4", which was confirmed to have no defects. The detergent and the disinfectant used was "korsolex endo". All channels were connected with tubes when the endoscope was setting up into the aer. The concentration and expiration date of the disinfectant were controlled. The water quality of the rinse water was controlled via water filter, which was not replaced periodically according to the instructions for use (IFU). The device was dried using the dry process on the aer and drying in a drying cabinet, which is where it was stored. The device was not used in a procedure while waiting for the test results. After the positive culture was observed, the device was quarantined. The device was reprocessed once prior to sampling and was last reprocessed/used in a procedure on (B)(6) 2023. The sample was taken (B)(6) 2023. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following information from the instructions for use (IFU) pertains to this event: chapter 6 "compatible reprocessing methods and chemical agents". Chapter 7 "cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.